Event description:
On (B)(6) 2025, quest medical received a report regarding issues with tubing which occurred with use of the device in canada. The report did not provide further information on the specific issue(s) experienced with the tubing. Following a request for further information, the customer stated that the delivery line was placed in a side limb of a thoraflex graft and used to deliver cpg dose. Upon completion, the delivery line was taken out and the user noticed that the luer lock ring had dislodged from the delivery line. The luer lock ring was found in the thoraflex limb and removed. There were no patient complications. The customer indicated that this was the third occurrence where the luer lock ring dislodged from the delivery line. Report# 1649914-2025-00009 and report# 1649914-2025-00010 will be submitted for the other two incidents the customer indicated previously occurred.

Manufacturer narrative:
The device has not been returned for investigation but is expected to be returned. A follow-up report will be submitted after investigation is completed.

Manufacturer narrative:
This supplemental report is submitted to provide the results of our investigation. The initial report described an event during a procedure in canada where, after delivering a cpg dose via the delivery line placed in a thoraflex graft limb, the user noted the luer lock ring had dislodged. The ring was found in the graft limb and removed by the surgeon. No patient complications occurred. The customer indicated this was one of three similar occurrences. Investigation and common root cause: this event, along with two related events (report numbers 1649914-2025-00009 and -00010), was investigated under a unified field action review (far) and corrective & preventive action. The returned sample was examined, and no damage was found to the threads or luer. The investigation concluded that the root cause for the detachment of the luer lock ring across all three incidents is incorrect manual assembly during manufacturing of the extension line. Based on the investigation, the reported malfunction is confirmed. The risk associated with this failure mode is within acceptable limits per the risk management file. Effective corrective actions have been implemented to prevent recurrence. No market action is warranted at this time. Quest medical will continue to monitor complaints for trends.